Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: inguinal hernia repair. Event description: clip applier could only be used for one clip, then it blocked additional information received by applied medical rep. Via e-mail om 06aug24: used a second clip applier to resolve the situation. Clips are regularly used to close a small peritoneal perforation. After the first clip application, we were unable to place a second, to my discretion there was no problem with the trigger but in loading of second / consecutive clip. Type of intervention: used a second clip applier to resolve the situation patient status: patient is healthy.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit resulting in multiple dry fires that confirmed the complainant¿s experience of no clip loaded. Visual inspection was performed where no relevant nonconformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: inguinal hernia repair event description: clip applier could only be used for one clip, then it blocked. Additional information received by applied medical rep. Via e-mail om 06aug24: used a second clip applier to resolve the situation. Clips are regularly used to close a small peritoneal perforation. After the first clip application, we were unable to place a second, to my discretion there was no problem with the trigger but in loading of second / consecutive clip. Type of intervention: used a second clip applier to resolve the situation. Patient status: patient is healthy.